Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. This file represents the introducer. Refer to section h.10 for the related report number 1220648-2025-46349, which represents the pump.

Event description:
The user facility reported that they encountered an automated impella controller (aic) issue regarding a pump not being detected. It was reported that ic5115 did not recognize the cp sn (B)(6). The pump was unplugged and plugged in once again without the aic recognizing the pump. The staff inspected the prongs inside of the impella plug and no damage was noted. As a result, a loaner console ic3767 was brought into the room and purge cassette and tubing were transferred to the loaner console. Impella was successfully plugged in and ic3767 recognized pump sn (B)(6).

Manufacturer narrative:
Correction: d6a and d6b filled out erroneously. Investigation summary: data analysis: console logs from the reported day of event are consistent with complaint and show that after case start wizard was launched, no pump had been detected within 20s from step 3 prompt (¿connect impella catheter¿), after which epm sub-circuitry was reset (as per design), but there was still no pump detected afterwards, despite multiple prompts displayed on aic screen. Logs from the backup console (B)(6). Show pump (B)(6) detected without any problems, going through all steps of case start wizard, where pump is initialized and optical sensor g0 calibrated. After running on backup aic for 5 minutes, pump (B)(6) was transferred back to (B)(6) where it was detected without any issues, and epprom content was read correctly. Device analysis: console was tested in the lab, but the issue was not reproduced, and (B)(6) was able to detect pumps being connected to it (including the complaint pump (B)(6) which was decontaminated and independently tested, where issue was not reproduced.) Log data from (B)(6) is consistent with a known anomaly of ecm crystal startup issue, which manifests in inability to detect pump due to failure to initialize i2c communication between pump and ecm sub-circuitry on impellatronic board. Console inspection and testing also revealed that console¿s optical system was out-of-spec (unrelated to complaint), manifested by low snr due to optical bench ccd output distortion and permanent contamination of pump connector fiber. Root cause: pump (B)(6) not being initially detected on (B)(6) was likely due to the rarely occurring epm crystal startup issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and has a sw mitigation in place. Repair: replace impellatronic assembly (0042-1115 or equivalent), optical bench (0042-3015 or equivalent) and optical pump connector (0042-2750), perform functional check of (B)(6) (as per 0042-7316). Aic sw v8.3 introduced a mitigation to reset the epm module if the pump was not detected upon case start. Device history lot: n/a. Device history batch: subcomponent name: impellatronic pca. Material number: 0042-1115. Device history review: q1) service history review - are there an qns associated with the complaint device¿s most recent service report? No. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? Yes: (B)(6) (system self-check failure alarm).